Event description:
Litigation papers allege on or about (B)(6) 2009, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: hip pain, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Pt had the left asr hip implant explanted on (B)(6) 2011. Pt will be having the right asr hip implant explanted during the summer of 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: hip pain, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Patient had the left asr hip implant explanted on (B)(6), 2011. Patient will be having the right asr hip implant explanted during the (B)(6) of 2011. Update: (B)(4) 2012 - the sales rep has reported the revision for the right side. Patient was revised due to pain and possibly metallosis.